Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced dizziness and a loss of consciousness however, the customer was capable of self-treating with candy bar. There was no third party medical intervention report and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced dizziness and a loss of consciousness however, the customer was capable of self-treating with candy bar. There was no third party medical intervention report and no further information was reported. There was no report of death or permanent injury associated with this event.